Event description:
According to the facility on (B)(6) 2025, a surgical site infection occurred in a patient who underwent a total hip replacement. The facility reported that the drape model tore during the draping process on multiple occasions, leading surgeons to refuse continued use of the product. Wound cultures were obtained and the patient required return to surgery for incision/drainage of the affected hip. At the time of the report, the patient remained in the recovery period and continued to follow up with the surgeon.

Manufacturer narrative:
According to the facility on (B)(6) 2025, a surgical site infection occurred in a patient who underwent a total hip replacement. The facility reported that the drape model tore during the draping process on multiple occasions, leading surgeons to refuse continued use of the product. Wound cultures were obtained and the patient required return to surgery for incision/drainage of the affected hip. At the time of the report, the patient remained in the recovery period and continued to follow up with the surgeon. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.